Event description:
It was reported that the right ventricular (rv) lead had post-operatively dislodged and was exhibiting unstable thresholds while moving around the ventricle. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Correction: model #/lot #. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.